Event description:
Pt is being treated on celsion protocol 201. Randomized to receive chemo and microwave thermotherapy. Pt. Received chemo with adriamycin/cytoxan in am. Had microwave thermotherapy that afternoon. 40 minutes into the treatment, pt c/o pain and burning sensation at the 6:00 axis in an area beneath the inframammary line above the ribcage. The skin in this area was warm to the touch. There was no obvious redness, pain in the treated left breast. The pt completed the entire treatment. Erythema noted post procedure in this area. The next day a thermal blister developed in the inframammary area left breast.